Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The surgeon reported that the thread is too long. The nurse found out when she attached the cup implant on the introducer. They had a second set which they used instead. So the affected introducer was never in touch with the patient. It was a primary case. There was a delay of 15 minutes (waiting for the second instrument set to be delivered to the operating room).

Manufacturer narrative:
An event regarding excessive thread length during assembly involving a cup impactor was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis indicated, "the pin length appeared to be shorter than the 0.45 inch length that was specified." [...] There was a partial press-fit condition observed at the stud/bore interface. The press-fit condition at the pin/stud interface could not be confirmed. The cross drilling and welding were observed to be done as specified. External surface damage to the shaft and handle was observed. The pin fractured at the weld joint location. Plastic deformation was observed on the dowel pin consistent with an overload condition. The displacement observed between the dowel pin weld and shaft handle weld was approximately 2211 m (0.087 inches) and the displacement between the threaded stud bottom and shaft bore base was 0.095 inches. Exposed portion of the threaded area shifted out 0.0917 inches. The dowel pin was undersized. Micro indentation hardness testing results indicated the subcomponents were consistent with specification requirements. Eds analysis of the pin, stud, and shaft all indicated a material consistent with 17-4 ph stainless steel." Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event was confirmed as the returned instrument was measured and found the protrusion of the threaded stud to be out of specification. The mar concluded that, "plastic deformation was observed on the dowel pin consistent with an overload condition." The mar also indicated, "the pin length appeared to be shorter than the 0.45 inch length that was specified." Nc was created to further investigate the short dowel pin subcomponent. Nc/CAPA results: the supplier investigation determined that the nonconformance escape is likely assignable to a special cause, related to a singular lot control mix-up issue, as the operator presses the pin in with a step-pinch, until the engagement point on the with step-pinch bottoms-out. A set-up piece and/or scrap end-piece may have been inadvertently mixed into the lot, limited the scope of this nonconformance to the 1 complaint unit.

Event description:
The surgeon reported that the thread is too long. The nurse found out when she attached the cup implant on the introducer. They had a second set which they used instead. So the affected introducer was never in touch with the patient. It was a primary case. There was a delay of 15 minutes (waiting for the second instrument set to be delivered to the operating room).